Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a screw would not lock into the plate, therefore, the plate was removed. As the surgeon placed the new plate in a different location, the patient was left with holes in their cervical bone.

Manufacturer narrative:
A visual examination confirmed the reported event. One of the six locking rings is severely deformed. The deformation may have occurred during usage as the complaint states that the screw would not proceed. It is possible the screw was not properly aligned with the hole during insertion. This may have caused the ring to deform and no longer allow the screw to proceed. The failure may be due to user technique. A review of the device history records indicated that there were no anomalies reported at inspection. The probable underlying root cause for the damage is loss of mechanical integrity of the locking ring leading to deformation.